Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A ship history review was performed and revealed three possible lots for the device involved: 9378377, 9270569, and 9301107. A search of the complaint database revealed no additional complaints being reported for these lots. A review of the device history record for these same lots has been performed, no anomalies were noted. The october 2007 pre-pubic sling product family trending chart, inclusive of all failure modes, was reviewed and no adverse trend was noted.

Event description:
It was reported to boston scientific corporation that the patient underwent a therapeutic placement of a prefyx mesh sling in 2007. Post procedure, the next month, during a follow up visit, it was noted that the pt was experiencing thigh pain and a vaginal discharge. The complainant reported that the implant was removed two days later. The patient was discharged on antibiotics and with a drain at the incision site. The patient was seen the following week at which time the drain was removed and the patient was reported as fine. It was also reported that the physician indicated that there was no performance issue with the device and that the patient's obesity and diabetes, more then likely, contributed to her symptoms.